Event description:
This lead was capped and replaced due to pacing thresholds rising since implant. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.